Event description:
(Complaint 1 of 2) the facility representative contacted baxter to report of two intermates that had a winged luer cap. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. A batch review has been performed. All release criteria were met for the production of this batch.